Event description:
The account reported the leading haptic bent and stuck to the optic of the intraocular lens prior to insertion into the patient's eye. There was no patient injury and the lens was not implanted.

Manufacturer narrative:
The account reported the leading haptic bent and stuck to the optic of the intraocular lens prior to insertion into the patient's eye. Analysis of the returned device showed the leading haptic of the iol stuck to the optic. During a retrospective review of the complaint database, it was determined this event was MDR reportable as a malfunction. The manufacturer will continue to monitor and trend all reports received